Event description:
The device has been explanted.

Event description:
Patient reported left side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety/product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture : unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported capsular contracture, baker grade IV. The device has been explanted.